Event description:
Caller reported a cartridge alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer was instructed to use a backup insulin pump, and a replacement pump with updated software was provided by cts. Detailed instructions on putting the old pump into storage mode and returning it were given, and the customer understood these directives.